Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a shim was missing a ball bearing.

Manufacturer narrative:
(B)(4). Reported event is considered confirmed as the returned tasp shims exhibits signs of wear and tear suggesting repeated use and is missing components. DHR was reviewed and no discrepancies were found. A previous investigation concluded that the reported event was due to using ultrasonic cleaning as a sterilizing technique on the device. This tasp was manufactured before the design modification for a new locking mechanism. Root cause for this fracture is design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.